Manufacturer narrative:
Additonal information: h6 and h10:  the esheath was not returned to edwards lifesciences for evaluation, as it was discarded by the facility.  The 3mensio and procedural photos, however, were provided by the complaint event site.   During manufacturing of the esheath, the esheath and the sheath shaft components are inspected several times throughout the manufacturing process.  In addition, product verification testing was performed on a sampling basis and all testing met specifications.  The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint.   A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event.   A lot history review was performed and revealed no other similar complaints.    A review of complaint history from (B)(6) 2018 to (B)(6) 2019 revealed additional returned complaints for resistance with delivery system.  The complaints were reviewed based on similar reported events and associated root causes/evaluation codes.  With all but one of the evaluated devices, no potential manufacturing nonconformances that would have contributed to the complaints were identified during the investigations. Available information suggested that patient and/or procedural factors may have contributed to the complaint events.  For the complaint that was able to be confirmed, the presence of a manufacturing nonconformance was confirmed.  The root cause was determined to be improper seam expansion during insertion of the delivery system.  Review of complaint history revealed that the occurrence rate did not exceed the (B)(6) 2019 control limit for the trend category.    A review of complaint history from (B)(6) 2018 to (B)(6) 2019 revealed additional returned complaints for the sheath liner tear.  These complaints were confirmed.  Available information suggests that patient and/or procedural factors may have contributed to the reported events.  No manufacturing nonconformities were identified in the returned devices.  Review of complaint history revealed that the occurrence rate did not exceed the (B)(6) 2019 control limit for the trend category.   The esheath instructions for use (IFU, us), the edwards s3 kit transfemoral IFU, us), the device preparation manual and the procedural training manual were reviewed for instructions/guidance on device preparation/usage.  Per the training manual: insertion force through the partially expanded portion can be higher than the push force through the fully expandable portion.  Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification.  If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm.  Note: in expectation of high friction, use short movements.  If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position.  No IFU/training deficiencies were identified.   A review of edwards lifesciences risk management documentation was performed for this case.  The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time.   The complaints were confirmed by the provided procedural photos.  Due to the unavailability of the device, engineering was unable to perform visual, functional, or dimensional analysis.  As a result, the presence of a manufacturing non-conformance was unable to be determined. However, a review of the DHR, lot history, complaint history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint.  Additionally, a review of the IFU and training manual revealed no deficiencies. The training manual states, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.¿  tortuous and calcified vessels can create challenging pathways for the devices to be advanced through, leading to resistance.  Per the information provided and as confirmed by the provided imagery, the patient had a moderately calcified and severely tortuous anatomy, which may have contributed to the reported resistance with advancing the delivery system.  Calcification can constrict the esheath and make it more difficult for a delivery system to pass through.  Advancing a delivery system through a torturous vessel can cause the system to become non-coaxially aligned with the sheath.  This can further cause resistance with advancing the delivery system and may also contribute to a liner tear.  The liner was likely weakened upon interaction with access vessel calcification, which propagated a tear during delivery system advancement.  An in-depth evaluation regarding complaints for liner tear has been documented in a technical summary written by edwards lifesciences.  In this technical summary, a review of liner tear complaint investigations on returned devices over a two-year period found that patient/procedural factors (e.g. Access vessel tortuosity/calcification or withdrawal of a burst or torn balloon) are likely the contributing factors for sheath shaft liner tears.  The technical summary also demonstrated that there were no deficiencies in the IFU/training manuals and that the mitigations in place during manufacturing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. It should be noted that these mitigations (from manufacturing and the IFU/training manual), as identified in the technical summary, are still in place.  Available information suggests that patient factors (calcification/tortuosity) may have contributed to the reported resistance with delivery system and liner tear.  The iliac dissection was likely caused by the manipulation of the devices.  However, a definitive root cause was unable to be determined at this time.  No labeling or IFU/training inadequacies were identified.  Trending analysis revealed that the occurrence rates for the relevant categories did not exceed the (B)(6) 2019 control limits.  As such, no corrective or preventative actions are required at this time.   The cause of the iliac artery dissection is unknown but may be due to patient factors (severe vessel tortuosity) and/or procedural factors (device manipulation).

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported, during a tvr procedure, the bav was able to be advanced through the 14fr sheath without issue, however, the 26mm sapien 3 valve/delivery system was unable to be advanced through the sheath.  After multiple techniques, it was noted that the valve appeared to be outside of the seam in the right external iliac. The sheath nor delivery system could be retracted.  A cutdown was performed with fem fem bypass and the system was surgical removed. The sapien 3 frame was noted to be outside the seam of the sheath.  The proximal and the distal seam were intact.  The patient left the room in stable condition. Additional information provided indicated there were no sheath abnormalities noted, (kinks, scratches, etc) prior to use.  The loader was able to be fully inserted into the sheath/sheath housing.  The sheath was not inserted at a steep angle.  Resistance was felt at the proximal section of the sheath.  It is suspected that the liner tore on insertion of the delivery system, resistance was felt and inspection under fluoroscopy revealed the valve was outside of the seam. The external iliac was injured when the valve exited the sheath through the seam requiring the surgical repair. The patient required a blood transfusion, however, the number of units is unknown. The procedure was aborted and was rescheduled for a later date.   Update provided indicated the patient had a good recovery from his first procedural attempt and underwent a transapical procedure with s3 valve implant seven days later.